Event description:
Caller reported an error with their continuous glucose monitor, described as cgm error 42. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support to reset their pump, which successfully resolved the issue as the error code did not reappear, allowing the sensor session to start successfully.